Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. (B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device was not returned to baxter for evaluation. However, a photo of the device was evaluated. This complaint was confirmed from the pictures; however the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A crack was noted on one side of the pouch as an out of box failure. The carton was in good condition. No patient injury or medical intervention was reported along with this complaint.